Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose level. The customer¿s blood glucose level was 20 mg/dl at the time of incident and the current blood glucose level is 211 mg/dl. The customer also reported other blood glucose values such as 223 mg/dl, 40 mg/dl, 223 mg/dl. The customer was experienced symptoms such as sick and sluggish. The customer treated low blood glucose value with food and the high blood glucose was treated with insulin pump. Based on customer¿s report, customer does not allege under delivery or over delivery. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was wearing the insulin pump when low blood glucose event was reported. The insulin pump will not be returned for analysis.